Event description:
Pt implanted with prodisc-c approximately one year prior to removal. Pt complained of neck pain and pdc implant was removed on (B)(6) 2011. Pt was revised to acdf with posterior fixation.

Manufacturer narrative:
Additional info has been requested. Implant date was approx (B)(6) 2010. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Additional info has been requested.